Event description:
The patient had undergone a primary surgery on (B)(6) 2021 and a revision surgery on (B)(6) 2021 due to infection. All the fx products implanted during the primary surgery on (B)(6) 2021 were explanted and an antibiotic spacer from another manufacturer was implanted. Later, the patient was revised for the second time on (B)(6) 2021, during which the antibiotic spacer was explanted and the fx products were implanted.